Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic with inappropriate at/af and auto-mode switch episodes. Review of the egms revealed intermittent far r-wave oversensing. Programming changes were recommended.